Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer changed the site and indicated that the supplies to the pump would be changed . The customer's blood glucose level was 273 mg/dl. As the customer declined to complete the system check with tandem technical support, the possible cause of the occlusion was unable to be determined.